Manufacturer narrative:
On 02/15/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/03/2016, a medtronic representative, following-up at the site, reported the surgeon noticed the inaccuracy while the microdebrider was turned on. The surgeon turned off the device when he noticed the inaccuracy, however, the issue persisted. Reported issue could not be replicated. Return requested for quadxut 4.3 mm x 13cm blade. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4)

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged the quadcut microdebrider displayed as inaccurate by approximately 10 millimeters in the sphenoid sinus. Noted was that all other instruments were accurate in the same location. The surgeon oopted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned quadcut blade finds that the part is fully functional. No problems found. Testing was unable to replicate the reported issue. A software investigation was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.